Event description:
Covidien premium surgiclip iii clip applier (9.0" small). Reference (B)(4), lot p2m0004, exp: 2027-11-30, continuously misfiring throughout critical times. This happened with 2 pts same day. Ref report mw5114895.